Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fill resistance after filling the cartridge with 100 units of insulin. There was no adverse impact to customer's blood glucose level. Reportedly, the customer resumed insulin delivery with only 100 units of insulin loaded into the cartridge.